Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device displayed "defib disabled," "pacer disabled," "pacer fault 116," and "defib pad short" messages. Complainant indicated that there was no pt involvement in the reported malfunction.